Event description:
Customer reported an issue with the pump's touchscreen, which was unresponsive. There was a significant impact on the customer's blood glucose level, as it displayed "high," but no specific value was known. The customer resolved the high blood glucose level with cold water and salt. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.